Event description:
It was reported that the pt was admitted to hospital with chest pain and ventricular tachycardia. Enzymes were negative for myocardial infarction. In 09/1996 pt underwent cardiac catheterization and then coronary artery bypass times four four days later. Pt postoperative course was uneventful. Four days later it was noted that there was a small amount of serosanguinous drainage from left thigh and pericarditis, which was treated with steroids. Pt was discharged 6 days later in stable condition to have a follow-up chest x-ray in four weeks. It was noted that on discharge date the incision was clean and dry. The pt was readmitted ten days later with purulent drainage from their sternum and 5 cm of necrosis. Pt underwent irrigation and debridement of the sternum the next day and sternal debridement with muscle flap repair 5 days later. Pt was discharged on home IV antibiotics six days later.